Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that physical damage occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , it was reported that the patient experienced a hypoglycemic event after the sensor was torn off from the adhesive. The day of the event the patient was playing golf when he suddenly experienced a hypoglycemic event. The patient did not receive any alerts on the dexcom app, and when they looked at their sensor, they noted that the sensor was not in place anymore and was torn away from the adhesive. The patient ate a granola bar and sat down, but then lost consciousness and experienced a seizure. The emergencies were called, and paramedics came to the scene. A fingerstick confirmed the hypoglycemic event, and the patient was treated with glucagon. No further treatment was reported, and it was not stated that the patient needed to be brought to the hospital. There was no documentation of further medical intervention. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.